Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm, on the home choice (hc) unit . The problem was noted during use, with the patient connected in dwell 2. It was unknown for how long the hc was in use before the problem was noted. The technical service representative (tsr) explained the message to the caller. During questioning the caller through the call script, it was discovered that a bag had fallen off the connecting tube. The tsr informed the caller to use a manual bag and to inform their nurse. There was patient involvement however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated a bag had fallen off the connection. The lot number is unknown; therefore, a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.